Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -invalid data detected-. Clearing the diagnostics resolved the issue.